Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use. Device discarded.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which an accessory broke in the device. The event occurred during a total knee procedure; no patient impact.